Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed with a delay. Philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray tube was overheated. Upon troubleshooting actions, fse identified an air in the cooling hose. Fse performed the deairing of the cooling unit. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the device's x-ray tube failed after getting too hot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.